Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.